Event description:
Patient was left radial approach due to anatomy (typically procedure done right radial). In attempting to make the curve of the coronary artery during an intervention, the tip of the stent crushed. Stent never came off the delivery system. Unable to extract the stent and delivery system through the radial sheath. Vascular surgery was consulted and the stent and delivery system were surgically removed in the cath lab.